Event description:
Patient had eps done 2003. Defib pads placed in usual places, left chest just below nipple and right side of back just below scapula. Patient defibrillated once with 360 j. The next day patient brought back to ep lab, redness noted in the same places pads were placed the day before.